Event description:
Through follow-up, the surgeon provided the following additional information. Reportedly, the patient underwent uneventful right eye cataract plus trabecular micro bypass stent procedure. On day one (1) post-op, the stent was noted to be tilted and in contact with the iris. The stent positioning resulted in iritis, which flared up twice when tapering the steroid. Subsequently, the stent was explanted per patent's request and to address the iritis. The patient was reported as ¿doing well with no further iritis and the adverse event resolved¿.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Dislodged stent and iritis are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
Initially, it was reported that following cataract plus trabecular micro bypass stent procedure, the patient presented on day one (1) post-op with dislodged stent (askew, but still in angle). Reportedly, the stent appeared in good position intraoperatively. Following steroids tapering, the patient developed iritis at two (2) weeks post-op, and the patient was subsequently put back on steroids. During gonio examination, it appeared that the stent maybe in contact with the iris. The surgeon conferred with glaukos medical monitor who reported the following. The surgeon expressed concern about the stent positioning and persistent inflammation. The patient iop is not a concern. Treatment options including stent repositioning were discussed based on the status of the patient. Additional information has been requested.